Event description:
It was reported that after advancement of a 6f non-abbott sheath, an rx accunet embolic protection filter was advanced past the moderately calcified lesion in the distal right internal carotid artery (rica) without resistance. The target lesion was successfully pre-dilated using a 4.0x30 viatrac balloon dilatation catheter (bdc). A 6-8x30 rx acculink stent was then advanced to the distal area of the target lesion then was deployed, followed by advancement and deployment of a 7-10x40 rx acculink stent proximal to the 1st stent. Routine post-dilatation was then performed using the 4.0x30 viatrac bdc. Angiogram revealed that the stents successfully treated the lesion. An attempt was them made to close/retrieve the accunet filter, however, the accunet filter was unable to be closed and retrieved at all (the recovery catheter and filter would not move). The 6f non-abbott sheath was pushed further distally while pulling the filter proximally; the filter was able to be pulled inside of the sheath and both devices were removed as a single unit. It was then noted that the middle cerebral artery (mca) was totally occluded; as the occlusion was suspected to possibly be plaque emboli due to difficulty closing/retrieving the accunet filter, a non-abbott aspiration device was used in an attempt to remove the possible obstruction, but the attempt was unsuccessful.

Event description:
Subsequent to the initial filed medwatch report, while it had been initially reported that the patient was unable to squeeze the left hand, additional information received confirmed that the patient had been unable to squeeze the right hand; the left hand was functional. A CT scan had been performed on the right internal carotid artery (rica) a few weeks prior to the procedure, but it was unable to be confirmed if the rica was completely occluded. An angiogram was then performed just prior to the procedure ((B)(6) 2013) and the occlusion appeared to be in the shape of a string sign, but not 100% occluded. The dissection (possible perforation) had occurred in the rica, not in the mca itself, while treating the mca occlusion. Thus, the stent was deployed in the rica to treat the dissection/possible perforation; not the mca. The dissection (possible perforation) was caused by the non-abbott devices used to treat the mca occlusion. As of (B)(6) 2014, the patient had been discharged and had regained almost full use of the right limb. No additional information was provided.

Manufacturer narrative:
(B)(4). Event description continued: a non-abbott intracranial stent was then advanced and deployed in the mca, opening the occlusion, however, a dissection and possible perforation were then noted in the mca. A 5.0x40 rx acculink stent was advanced and deployed to treat the dissection and possible perforation, improving the bleeding, however, the patient hemoglobin level dropped to approximately 5 g/dl and the patient exhibited signs of a possible stroke (the patient was unable to squeeze the left hand). Thus, the patient was intubated and sent for CT scan. A stroke and hemorrhaging in the neck area were confirmed via the CT scan. The hemoglobin level was successfully treated via administration of a transfusion. The patient has lost the use of the right arm and remains hospitalized, however, there have been no adverse sequelae and full recovery is expected by the physician over a period of months. No additional information was provided. Concomitant products: dilatation catheter: 4.0x30 viatrac; sheath: 6f shuttle sheath; stent: 6-8x30 rx acculink; 7-10x40 rx acculink. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of dissection, cerebrovascular accident, embolism, hemorrhage, and perforation are known observed and potential patient effects as listed in the rx accunet embolic protection system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of cerebrovascular accident and embolism are known observed and potential patient effects as listed in the rx accunet embolic protection system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.